Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completion of a laparoscopic cholecystectomy, the patient presented six days later to the emergency department with shortness of breath. A pneumomediastinum was diagnosed and the patient was subsequently transferred to a tertiary centers' cardiothoracic unit for further care. It was noted that the cholecystectomy had been completed without incident with the same set of equipment. The customer noted that the insufflation pressure remained stable and that a smoke evacuator had been utilized. However, when the customer was asked how they determined that the intra-abdominal pressure was high, the customer stated "patient return to ed, 6 days post op with, pneumomediastinum". The patient was discharged from the tertiary center after weeks of care.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial MDR. Corrected fields: d10 (therapy date). Updated fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. There was no fault found and the device passed all tests. It is determined that the device meets performance specifications. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be identified. It is likely the pneumomediastinum occurred without accompanying device failure. Olympus will continue to monitor field performance for this device.